Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, and excessive no delivery test. The device alarmed motor error during the occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and it passed. The device had cracked reservoir tube lip, minor scratches on the display window, and cracked case at display window corner. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during bolus. Customer's blood glucose was 327 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer does use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.